Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with calcification. The command guide wire was advanced into a non-abbott catheter and then it was noted under imaging that a there was a foreign material on the guide wire. The command guide wire was removed and a non-abbott guide wire was advanced into the same non-abbott catheter and resistance was felt. Therefore, the devices were removed together and the tip of the command guide wire was noted to be stuck to the distal tip of the non-abbott catheter. No material was left in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed as a polymer separation. The reported contamination was not confirmed. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query were not performed because the lot number was not reported. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.